Manufacturer narrative:
B3-date of event is estimated. A patient had their system explanted due to a broken system was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), lot: a000110846.

Event description:
It was reported that patient experienced ineffective therapy. Reportedly, the lead fractured after patient suffered multiple falls. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation did not determine the lead that was fractured.